Event description:
This lead became dislodged due to twiddler¿s syndrome. This lead was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical inspection. In the course of the analysis, no deviations were noted. The fixation was analysed. No peculiarities were found. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.